Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed an performed and passed. Receiver charge and boot tests were performed and passed. Functional tests were performed and passed all relevant testing. The receiver log was downloaded and reviewed finding error related to the complaint. A receiver post pairing test was performed and passed. The allegation was confirmed. The probable cause was determined to be a failed transmitter error. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).